Event description:
It was reported that the patient received an artificial urinary sphincter (aus) in (B)(6) 2021. After a few months of use it was observed that it was not operating appropriately and the patient was experiencing incontinence again. After evaluation within clinic through visualization and palpating, it was decided that surgical intervention was the best option for the patient. The prior aus was removed and it was replaced with a new one. During the surgical intervention it was noticed that the device had no fluid active in the system, the origin of the fluid leak was not identified. The patient is expected to fully recover.